Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer stated their blood glucose levels were impacted at above 240 (mg/dl), however an exact value was not provided. The customer delivered a bolus. Reportedly, the customer changed out all supplies and was able to resume insulin successfully.